Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's (pt) implantable neurostimulator (ins) caller working with pt in hospital who hasn't used their ins in years. Per caller, they have been in the passive charging screen with numbers in the 30s and 40s, but they have been unable to palpate/find the ins location so far. Technical services (tss) reviewed using head only MRI guidelines. Called caller back to confirm they had the information they needed. Caller had already spoken with someone else in tss. Caller did mention that the last charge of the ins was a few months ago. Tss reviewed that they should be able to charge up the ins if they want to so they can access MRI mode unless they choose to use head only MRI conditions for scanning. Hcp called back to discuss doing MRI with a discharged ins. No symptoms were reported.